Event description:
Patient has neurostimulator for pain treatment implanted - during the abdominal surgery, they cut the wire (later it was obvious that was an extension). Indication for use was migraine. Ins was noted to be in the right buttock. Lead 1, 2 positions were noted as neck/cervical spine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).